Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. Upon review, the right atrial lead exhibited noise oversensing that led to inappropriate automatic mode switching. No intervention was performed. The patient experienced no adverse consequences.